Event description:
The customer reported that the device jaws would no longer open while on the omentum during a sleeve gastrectomy. The surgeon used graspers and manipulated the tissue in order to remove the jaws from tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device eval is complete, a follow-up report will be submitted.